Event description:
A pump battery charging issue was reported by the caller, who confirmed the use of a tandem charging cable and a wall outlet for charging. Despite attempts to charge the pump by plugging the wall adapter into various outlets and using different adapters and cables, the issue persisted, with the pump not charging after being connected for over 30 minutes. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, which was still under warranty, and the customer was set to use multiple daily injections as a backup therapy to maintain insulin delivery. Instructions were provided for placing the pump into storage mode and returning it with a pre-paid label, and the customer acknowledged these instructions.